Manufacturer narrative:
510(k) number: k160229. Annex g imdrf code: g04126 - stylet. Complaint device is not returned therefore a document based review will be performed. For details of the other investigations please refer to pr 319210 MDR ref #3001845648-2021-00190 , pr (B)(4) MDR ref # 3001845648-2021-00246 and pr 321507 MDR ref # 3001845648-2021-00247. It should be noted that this file is related to three other complaint files.. Clarification was requested as follows; ¿can you please clarify the following with (B)(6) regarding his mail below and the cc form attached? Am I correct in saying that there is only 1 complaint and not 2 and this complaint relates to echo-hd-22-ebus-p-c device of unknown lot number? If (B)(6)confirms this then I believe that I can request for pr (B)(4) to be cancelled. The complaint description states ¿this has affected a number of needles (approx 4) in their last few lists". Can (B)(6) please confirm if complaints have been opened for these in the past? If not then new complaints will need to be raised for these asap¿ reply was received as follows; ¿I have so far only submitted one form for the one type of ebus needle (echo-hd-22-ebus-p-c). When I visited last week they mentioned that the exact same problem had occurred in their previous few lists with approximately 4 needles of the same type. I added this as an update to the current form. Do I need to put in three more complaint forms with the exact same info?¿ further clarification mail was sent as follows; ¿yes a separate complaint from is required for each issue and a separate pr required for each of these events. As there will be new prs to be opened then I also think that pr (B)(4) can be updated (rather than cancelled) once (B)(6) starts to share new complaint forms for previous complaint issues. It sounds like from the information (B)(6) has already submitted that there are 4 complaints in total but I am open to correction if this is not the case (I¿m sure (B)(6) can confirm)¿ as a result of the above four separate complaint forms were submitted for each issue by the rep prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot number is unknown a review of manufacturing records could not be performed the notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6). A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to kink. This kink would then have resulted in the stylet advancement issue on re-inserting the stylet when potting up the sample. As per answer to q.28 of the additional questions where it is asked if the stylet was partially removed when advancing the needle into the target site, ¿yes, and I think that this may have been the issue. I have since been in to observe a list and this practice has been corrected¿. It is also possible that the scope had been used to help the needle into the node as per additional information which could also have contributed to the distal needle kink and stylet advancement issue. This was a possible positioning issue also and same was addressed per complaint form as best practice was advised complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 24-mar-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k160229. (B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It has been contacted to obtain further details. (B)(6) email 'I was over at (B)(6) hospital yesterday for an ebus list. They say they¿ve been having a few problems with their needles ¿bending and the stylet getting stuck¿. I will add more detail to this complaint form when I have it. Per cc form : " it has been contacted to obtain further details. (B)(6) email 'I was over at (B)(6) hospital yesterday for an ebus list. They say they¿ve been having a few problems with their needles ¿bending and the stylet getting stuck¿ . I will add more detail to this complaint form when I have it. I attended their last list. This has affected a number of needles (approx 4) in their last few lists. They are seeing bending of the needle when performing the ebus procedure. 1 new consultant is experienced with olympus equipment and was observed pulling the stylet back on firing the needle into the node. It was also mentioned by the supporting staff that the scope has been used to help the needle into the node. Both these issues were discussed and best practice was given. My endoscopy colleague ((B)(6)) is joining the team in their next list to observe. The clinical staff are happy with the support and best practice advice and performed the procedure perfectly in the procedures that I observed following our discussion. " a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. New needle needed to complete the ebus sampling procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Hope your well. Please confirm that two different devices were involved ( echo-hd-22-ebus-p-c/echo-hd-22-ebus-p). No only echo-hd-22-ebus-p-c involved. Can you please confirm if a device/s is going to be returned in relation to these complaints as currently t/w states "unsure"? The needle was not kept so it will not be returned. Can you please provide the following information requested below? Please circle or state your answers: for all complaints, ask: 1. Are images of the device or procedure available?, no 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: ______approx. 2cm from the tip of the needle at an acute angle. _______________ 6. Was gaining access to the target site difficult? Yes 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lung via trachea for an ebus procedure a. If the lungs, which lymph node was being targeted? E.g. 7 10. Please describe the size of the intended target site. 3cm node 11. If not with the device in question, how was the procedure performed and/or finished? Second needle opened and used. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? No 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure same list with new needle 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax ebus scope 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? N/a 23. When was the issued with the product noted? On reinserting the stylet when potting up the sample, the stylet wouldn¿t go fully into the full length of the needle. When observed more closely it was seen that the needle has a kink that was preventing the stylets advancement. 24. Was the syringe used during the procedure, after the stylet was removed? Yes, 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes, but this is normal for this procedure. 28. Was the stylet partially removed when advancing the needle into the target site? Yes, and I think that this may have been the issue. I have since been in to observe a list and this practice has been corrected. 29. How many samples were obtained (passes completed) with this needle? First pass. 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? The nurses in the room did see some scope movement on advancing the needle. This was also discussed when I observed the list and the practice discouraged. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.